Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device internal battery was not charging, and a failure may have occurred in the power management board. The device¿s power management board was replaced to address the issue. In addition of the above evaluation, the device's screw receptacle of the front enclosure overlay was observed to have broken. Therefore, the device's front enclosure overlay was replaced. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was uploaded. The device's air path foam will be replaced when replacement air path foams arrive. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device internal battery was not charging, and a failure may have occurred in the power management board. The device¿s power management board was replaced to address the issue. In addition of the above evaluation, the device's screw receptacle of the front enclosure overlay was observed to have broken. Therefore, the device's front enclosure overlay was replaced. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was uploaded. The device's air path foam will be replaced when replacement air path foams arrive.